Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Complaints text (B)(6) 2017, erp_rfc_user related svn (B)(4); complaints text: (B)(6) 2017 erp_rfc_user related svn (B)(4); complaints text (B)(6) 2017 , (B)(6). Initial notes: cust called in to report issues with sensors, xtmr and needs to order inquired what led up to the complaint. Customer response: blood at site; site issues - blood at site, sensor - 6 day t/s per (B)(4). Customer states the site is not actively bleeding. Customer states blood is not visible on the sensor connector. Sensor insertion site: abdomen. Sensor lot#: hg1uyyc . Expiration date: exp11/20/2017. Customer states sensor was not tugged or pulled on after insertion. Sensor is inserted away from restrictive clothing. Reviewed customer's sensor insertion technique. Found: normal. Inquired if customer is on medication that might cause bleeding. Found: no. Customer states sensor is fully inserted. Customer states the site is not comfortable. Customer states they are able to remove the sensor at this time. Adv to remove the sensor and check for damage or bent sensor. Found: straight. Adv to change the sensor. Advise to insert sensor in a different location and monitor site. Adv to return the needle hub assembly for analysis. Customer's outcome pertaining to the complaint: requesting repl sensors be sent when avail and continuing to xtmr charger t/s initial notes: cont from blood at site t/s inquired what led up to the complaint. Customer response: cust has tired charging xtmr and redlight blinks. Tried 3 batteries and same issue transmitter charging t/s per (B)(4). Customer reports red led light on charger. Red led flashes approximately every 2 seconds. Customer has tried replacing the battery in the charger. Explained the charger may not be working. Adv to return the charger and that a replacement will be shipped. Customer's outcome pertaining to the complaint: advised we normally would send a charger however, since cust oow they have opted to speak to dtc abt repl xtmr ship: nothing / return: nothing ship: 4 sensors / return: 4 sensors.